Event description:
It was reported that during interrogation of the device the device did not respond normally, following which a warning about a necessary update appeared. This update was completed and the device was reprogrammed from its reset state to its as implanted settings. The pts condition is good and the device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.